Event description:
Event description guidant received information that this bi-ventricular pacemaker reached elective replacement indicated (eri). The device did not meet the longevity the customer expected. It was explanted and replaced and has been returned for analysis.